Manufacturer narrative:
(B)(4). Product has not been returned. Additional 510k codes: k101880. Product no returned to manufacturer.

Event description:
It was reported that the impression post would not come off the implant when the dentist was placing the implant. Implant was removed and another one was placed. Tooth location #6.

Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR number. There will be no further supplemental reports submitted under this number. This event will be reported on MFR-0002023141-2018-00867.

Event description:
It was reported that the impression post would not come off the implant when the dentist was placing the implant. Implant was removed and another one was placed. Tooth location #6.